Event description:
For several months, the pt reportedly experienced a decrease in performance while using their device. In 2003, the pt reportedly was unable to hear while using their sound precessor. The sound processor was exchanged and programming adjustments were made. However, the pt was still unable to hear. A CT scan was scheduled for the pt in 2003. The pt was seen by a company representative. Testing performed confirmed that the device was functioning. In 2003, electrical auditory brainstem response and cortical evoked potential testing performed by the center confirmed that the device was functioning. Pt evaluation for possible neurological disorder was recommended. In 2003, the pt was seen for evaluation. The possibility of explantation was discussed. About a month later surgery was scheduled by the center to explant the pt's cii device.